Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The device was visually and functionally tested and it was found that the device failed the pressure test. Upon further examination, biological debris was found throughout the device, which appeared to be the root cause of the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specs prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that fluid did not flow through the device and as a result, the device was revised.